Event description:
A treatment provider reported that a patient treated with coolsculpting is experiencing paradoxical hyperplasia. 04/30/2021 dm: medical safety assessment requested to determine the severity of pah in this complaint.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported that a patient treated with coolsculpting is experiencing paradoxical hyperplasia.